Event description:
It was reported that prior to a procedure, the nurse was attempting to remove the sterile field protector (532.004) that goes on the battery casing of the small battery drill and the handles that she took hold of broke at the welding. Nurse was still able to remove the protector. This event did not have any effect on the procedure.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record was not possible due to no lot number provided. The product development evaluation revealed that the design is acceptable for intended use. The battery shield is intended to be placed over the casing for insertion of the battery and then removed by gripping the metal handles. Minimal effort is required to insert and remove the shield. The handle on one side is broken off at the two spot welds as noted. The bases of the handle are typically at (B)(4) so that the handle sits straight but the ones on the broken handle of the returned unit are bent beyond that. Examination of the spot weld zones on both the handle and shield show evidence of good metal fusion. The inside edge of the weld zone on the front handle base has a slight raised area that appears to be the final area attached before the weld broke. From examination of the shield, it appears that the welds were complete and the handle was subjected to an impact load significantly above that of normal use. Design is acceptable and the device was used in a manner that was not as intended. It is concluded that this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. (B)(4). Placeholder.